Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b.5., b.6., d6b., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later confirmed rupture and capsular contracture baker grade IV diagnosed by ultrasound. Device has been explanted.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed rupture and capsular contracture baker grade IV diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). ¿ capsular contracture: unable to observe. No other observations observed, no further actions are required. Additional, corrected and/or changed data: b.3, b.6, d.9, h.3, h.6

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d6a, g2, g4, h4, h6.